Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. The catheter shaft showed damage in the form of the catheter outer sheath and infusion line being buckled. This is consistent with introducer sheath interference. Dissection of the tip of the device showed that the guidewire had seized in the device due to the coating of the wire scraping off and restricting the guidewire movement in the proximal cap. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. It was reported that the complaint device was used with a medtronic spider filter wire, which is not one of the compatible guidewires per the dfu. The jetstream xc dfu states the following precaution for compatible guidewires: ¿use only listed compatible guidewires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system. ¿compatible guidewires: jetwire¿ 0.014 in (0.36 mm) 300 cm, thruway¿ 0.014 in (0.36 mm) 300 cm, abbott vascular hi-torque spartacore¿ 14, abbott vascular hi-torque iron man¿ 0.014 in¿. Bsc ID (B)(4) / (B)(4).

Event description:
It was reported the catheter became entrapped on the wire. A 2.4mm jetstream® xc atherectomy catheter was selected for use over a non-bsc guidewire for an atherectomy procedure in the right superficial femoral artery. During the procedure inside the patient, the device became stuck on the wire. The procedure was completed with a 2.1mm jetstream device and a non-bsc guidewire. There were no patient complications and the patient's condition post procedure was fine.